Event description:
Customer responding to the field notification letter. Customer stated that the drive support disk is sticking out and has received no delivery alarms. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.